Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 417 mg/dl at the time of the call. The customer stated that they were not able to complete the manual prime process on their insulin pump. The customer was assisted with trouble shooting, but the customer's line was disconnected. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.